Event description:
Additional information: the intermacs report indicated "suspected outflow obstruction causing hemolysis vs progressive bi-v heart failure causing decreased flow and thrombus".

Manufacturer narrative:
The attached user facility report was received from the intermacs registry. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the patient has been experiencing heart failure symptoms with shortness of breath for approximately 2 months. The patient has gained a large amount of weight in the past year. The patient's chest x-ray is unremarkable, labs indicate signs of hemolysis. Lactate dehydrogenase (ldh) level at 3000, bilirubin at 2.5, haptoglobin at zero. Creatinine level has increased from 1.0 to 1.5 overnight and having frequent pulsatility index (pi) events. It is suspected that the patient's weight gain has led to misaligned inflow cannula causing hemolysis, leading to the heart failure symptoms. Echo, CT and angiogram have not been able to confirm the position of the inflow cannula and due to failing kidneys; a ventriculogram/contrast is not an option. The speed of 9600 rpm with no aortic valve opening is normal for this patient with increasing power above his normal in the 8-9 watt range. This patient is not a candidate for a pump exchange. Patient will be placed on palliative care.

Event description:
Additional information: the patient expired on (B)(6) 2014. The patient was previously reported to be on palliative care and ultimately expired due to heart failure.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device evaluation: the device was not explanted; and therefore not available for evaluation. A direct correlation between the device and the patient¿s outcome cannot be determined. It was reported that the patient was experiencing heart failure symptoms. The cardiologist suspected that the patient had a malpositioned inflow cannula, leading to the hemolysis and heart failure symptoms. However, the suspected malpositioned inflow cannula could not be confirmed via the tests performed. The patient reportedly had failing kidneys and could not be administered contrast. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.